Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had large air bubbles. The customer¿s blood glucose value were 16 mmol/l, 6.2 mmol/l. The customer also assisted with troubleshooting. The customer also stated that the connection of the reservoir and catheter was not ok. The reservoir will not be returned for analysis.